Event description:
It was reported that pump battery did not charge even though pump was connected to wall adapter and charging cable, and pump history showed power source alert around time issue began; issue occurred before customer contacted technical support. There was no adverse impact to the customer¿s blood glucose level, and there was no pump shutdown or loss of ability to turn pump back on. Pump eventually began charging on its own using existing charging supplies, issue resolved before call, and no further actions or assistance were required, with no additional information received regarding outcome beyond resolution of charging problem.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown / unknown / unknown / unknown.